Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
No further information available. A supplemental report will be sent if additional information is provided. H3 other text : not returned to manufacturer

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has an alarm. Patient was being transported to the operating room for CABG accompanied by surgeon, anesthesia, 2 rns, and support staff. As the patient/bed being moved into the elevator, the nurse heard an alarm, thinking it could be the bed, cardiac monitors, or iabp. When she looked at the iabp screen, it was blanked/black and at the same time the iabp stopped pumping. Fortunately, the patient was only half-way into the elevator just outside the cicu. They brought the patient back into the unit hallway and exchanged the console. The patient then went to the or without issues with the new console.